Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision. Clinical reason being mentioned as dysphotopsia. The iol was explanted and exchanged for a non-company lens in the secondary implant procedure. Additional information was received stating that there were no further consequences to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).